Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, an error 23094 occurred. The customer failed to resolve the issue by pressing the recover icon so universal surgical manipulator (usm) 1 was disabled. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional/updated information: the procedure was completed robotically with a da vinci system using 3 usms. There was no injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reviewed the error logs and found errors 23094 and 23118 pointing to universal surgical manipulator (usm) 1 axis 2. Usm 1 was replaced to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. Isi did receive a da vinci product to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the usm is evaluated and/or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive universal surgical manipulator (usm)1 involved with this complaint to perform failure analysis. The usm was analyzed and found to have an error 23094 and 23118 pointing to the pitch. The complaint was confirmed based on the field evaluation and failure analysis.

Event description:
Refer to h10/h11 for follow-up information.